Manufacturer narrative:
(B)(4).

Event description:
On vats. Lobectomy procedure, (B)(6) tried to transect lobar bronchus with the egia45amt and idrive ultra handle, after dividing the lobar veins and artery with 3 of egia30ctavm. When he pressed the blue button to do it, the I-beam got to be stuck on the beginning phase of reload. And he ordered to replace the abnormal reload and handle with each of the new ones, egia45amt + idrive. And then, he could succeed in transecting and dividing the targeted bronchus with new handle and reload. There was no damage to a patient at all. The partially fired line was restapled by new egia45amt. No reinforcement material was used. The surgeon thinks that this issue is not related to his patient at all.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of the involved devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The reload loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The adapter was paired up with a pmv representative powered handle, and when fired, determined to be below the expected firing force. A review of the device history records indicates the devices were released meeting all medtronic quality release specifications at the time of manufacture.